Event description:
The patient's lead had migrated out of the epidural space. A revision was planned. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).